Event description:
It was reported 119 bd venflon¿ pro safety shielded IV catheters had damaged packaging units. The following information was provided by the initial reporter: "we have noticed (B)(4)pcs of venflon 393222 with defects"

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. Photo 1 shows two shelf cartons of batch 1175028. Photo 2 shows two unit packaged samples, one of the samples is observed with deformed packaging near the end cap area. Photos 3 and 4 shows a unit packaged with deformed packaging at the end cap area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing that would cause the reported defect. There is no abnormality during the production of the reported batch. Therefore, the reported defect could have occurred out of the manufacturing facility. As no sample was returned, further investigation cannot be performed. The probable root cause for the package deformation could be due to the product being exposed to heat during handling (transportation, storage, loading, and unloading).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 119 bd venflon¿ pro safety shielded IV catheters had damaged packaging units. The following information was provided by the initial reporter: "we have noticed 119 pcs of venflon 393222 with defects"